Manufacturer narrative:
The failure investigation has been completed and the alleged alarm temperature issue was verified while based on the analysis, the alleged quick bolus button issue could not be verified. Additionally, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. It was also reported that the pump shut off unexpectedly. Customer's blood glucose level 209 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.